Event description:
It was reported that the sec set 20dp 30in w/hanger ll tubing was defective. The following information was provided by the initial reporter: "the ambulance brought a few of these in from out of their van. The one in the middle is off our shelf in our storeroom. The ones on the outsides are from the ambulance. The ones from the ambulance are turning brown and getting harder."

Manufacturer narrative:
Correction: the lot number has been provided. The following fields have been updated: d.2. Medical device lot#: 18035643. D.4. Medical device expiration date: 2021-03-13. H.4. Device manufacture date: 2018-03-06. Investigation: h.6. Investigation summary: one photo was received for quality evaluation. The customer complaint of the tubing being discolored can be verified based on visual inspection of the photo submitted, however the customers complaint of the tubing being hard could not be verified due to no physical sample being available. Inspection of the photo shows that the tubing has a light brown tint in appearance. A device history record review for model 72213n lot number 18035643 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 13mar2018. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
H6: investigation summary: one photo was received for quality evaluation. The customer complaint of discolored tubing can be verified based on visual inspection of the photo submitted. Inspection of the photo shows that the tubing has a light brown tint in appearance. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. Due to no physical sample being received, a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll tubing was defective. The following information was provided by the initial reporter: "the ambulance brought a few of these in from out of their van. The one in the middle is off our shelf in our storeroom. The ones on the outsides are from the ambulance. The ones from the ambulance are turning brown and getting harder."

Manufacturer narrative:
The reported lot # [18103096] was not found for the reported catalog # [72213n]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sec set 20dp 30in w/hanger ll tubing was defective. The following information was provided by the initial reporter: "the ambulance brought a few of these in from out of their van. The one in the middle is off our shelf in our storeroom. The ones on the outsides are from the ambulance. The ones from the ambulance are turning brown and getting harder."